Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the color red marking on the tfna helical-blade impact has come off. Additionally the blue handle was returned falling apart from the shaft. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna helical-blade impact would have contributed to the complained issue. Based on the investigation findings, the product issue has been addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.037.024 lot number: 7923p15 manufacturing site: tuttlingen release to warehouse date: 22-sep-2023 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative:

Event description:
It was reported that the color coding on blade impactor in a 2nd set has also loosened. Tfna instrument set has been in use for 6 months. Other instruments in the same instrument-set with similar color-coding have not loosened. All instruments have been cleaned in washing machine with universal detergent (mild alcaline) and rinse aid for washer disinfectors. If pre-cleaned by hand before washing machine, the hospital use endozime pluss (ensymatic cleaner). It is unknown when the event occurred. Identified in set 2 as instruments in set 1 had the same issue. No patient involvement this report is for one helical blade inserter this is report 1 of 1 for (B)(4). This complaint is related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR) part number: 03.037.024, lot number: 7923p15, manufacturing site: tuttlingen, release to warehouse date: 22-sep-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.